Event description:
Patient underwent an initial right ankle total reconstruction. Patient presented at the ed six-year post-op with right lower extremity pain and swelling around the ankle with mild radiation to right lower calf. Patient reports still taking daily pain medications. No additional complications are reported at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref. 00450004300 lot 62622280 tibial baseplate. Ref. 00450005300 lot 62969943 polyethelene insert. Unk trimmed hook plate non-zimmer fibular plate. Zimmer osteobond. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022 -03504, 0001822565 -2022 -03506, 0001822565 -2022 -03508. Device remains implanted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, e1, e2, e3, g3, g6, h1, h2, h3, h6, h10. The following section was corrected: d4: no UDI#. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.